Event description:
Tpn (total parenteral nutrition) filter and tpn tubing broke. The tpn had to be discontinued and surgeon called for another type of replacement fluids. Registered dietician and pharmacy states this has been happening frequently throughout the hospital, however not all are being reported. Pharmacy states that the filter and tubing are attached to the tpn under the hood and when everything is taken out of the hood the filter becomes very loose and requires tape to hold it secure as a "work around".====================== health professional's impression======================a possible faulty tpn tubing/filter. This is the 3rd of 4 reported and I've been told this is continually happening and not just in one area or by one pharmacy tech connecting the tubing/filter to the tpn.

Manufacturer narrative:
Are all the device components assembled and made at your firm? All the device components are assembled at pall's FDA-registered manufacturing establishments. The components are sourced from other manufacturers to pall specifications. Have you had any design changes to the lipipor tna filter set? If so, please explain these design changes. There have been no design changes in the past 3 years to the lipipor tna filter set. Have you received any MDR or customer complaints for the lipipor tna filter set related to other leaking issues with this filter? If so, how have you addressed these issues in the past 3 years? There have been nine total healthcare facilities filing complaints of leakage of any sort. For the lipipor tna filter set related to leaking issues with this filter: of those facilities reporting: six of the reports involved leakage at the inlet port. Two of the reports involved leakage at two different components of the filter. The reported leaks were confirmed. For these two reports, anomalies were found during the evaluation of the returned filters and were correlated to root cause found in the manufacturing process records for the filters. CAPA was taken. One of the reports involved leakage of a non-specified nature during use in a home-care setting, no leak could be found during investigation. Have you received any similar MDR or customer complaints for the lipipor tna filter set related to leaking at the port issue as described in the attached report? If so, how have you addressed these issues in the past 3 years? Six healthcare facilities have reported incidents of leakage at the inlet ports for the lipipor tna filter over the last three years including the reports submitted via user medwatch form. Three facilities reported leaks during connection of the filter to the administrations set. Three facilities reported leaks during the use of the filter. Cracks in inlet ports of remitted used filters were confirmed; cracks in unused filters of the same lots were not observed, the unused filters behaved normally. No relevant deviations were found upon review of the respective dhrs. The filters reported were all of divergent manufacturing lots. The proximate cause was suggested to be excess force on the inlet port. The root cause in these particular cases is indeterminate. However, previously deduced, but infrequent causes of inlet port cracks have been suggested as: excess force applied in making the connection to the corresponding administration set luer connector. Use of solvents (such as alcohol) on the ports as disinfectants. This practice is prevalent in europe: it should be noted that seven of the nine reporting health care facilities are in france or germany. In response to customer reports of inlet port leaks, response letters may mention these factors when relevant. While the indeterminate root cause of these cracks does not predispose to a CAPA, these customer reports have logged into a product-related monitoring group, for consideration of CAPA should a root cause become apparent in the future. The frequency of all types of leaks from lipipor tna filter sets reported from customer facilities is estimated to be on the order of 10-4. Please explain what you have done to mitigate this event from reoccurring. The investigation of this event is still on-going: however, it is noted that customer had utilized the lipipor tna filter set for more than two years without incident until a new administration set was introduced into the health care facility; it remains a possibility (to be determined) that the user connector on the new administration set is incompatible with the luer connector on the inlet port of the pall lipipor tna filter (which is designed to the specifications of iso 594-1:1986 conical fittings with a 6% (luer) taper for syringes, needles, and certain other medical equipment - part 1: general requirements - reaffirmed on 11/20/06. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
.